Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned that an edwards bioprosthetic aortic valve, implanted approximately seven (7) years and six (6) months, was explanted due to calcification and replaced with another edwards pericardial valve. The records indicate the valve was calcified in all three (3) leaflets. There were no reported complications.

Manufacturer narrative:
Additional manufacturer narrative: the explanted device has not been returned for evaluation, thus the clinical observation cannot be confirmed at this time. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Edwards will continue to review and monitor all events.

Manufacturer narrative:
Customer report of calcification was confirmed. Heavy calcification was observed in the cusp area of leaflet 1, moderate to heavy calcification was observed in the cusp areas of leaflets 2 and 3. The free margin of leaflets 1 and 2 exhibited minimal calcification. Calcification restricted mobility in the leaflets and led to stenosis. Moderate host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 6mm. Minimal host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice at the greatest point by approximately 5mm. Host tissue was minimal to moderate at the stent inflow and minimal at the stent outflow. Leaflet 1 had a tear at commissure 1, tear measured approx 6mm. Leaflet 3 also had a tear at commissure 1, tear was approx 3mm. Calcification was observed near the regions of the tears. The x-ray demonstrated calcification, commissure 1 wireform distorted. Commissure 1 wireform was also exposed on the outflow aspect. These damages are most likely due to explant or implant.